Manufacturer narrative:
Corrections: h.1 set as n/a additional info: b.5 event updated g.3 followup information received h.6 updated arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information was provided on 05/06/2024 where it was stated that this issue was discovered prior to a case, and there was no patient involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/06/2024 it was reported by a sales representative via (B)(4) that an abs-10061t arthrex angel® prp kit would not allow blood to flow into the disk. This occurred during a case. According to the client, it appeared as though there was air trapped that couldn't be expelled, or the disk did not fit correctly within the unit.